Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) replaced the right master tool manipulator (mtm) (380451-06) to resolve the reported non-recoverable errors. The system was tested and verified as ready for use. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Isi received the mtmr involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint during sine cycle. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event. A log review was conducted and showed the customer experienced errors 23027 and 41070 on (B)(6) 2020 with system (B)(4). Further investigation revealed the following possible related system errors: 23027. Digital pot health status error, mtmr, axis 5 (gimbal yaw), and 41070. The msc node reported that the coordinator's fault recovery sequence did not complete. No image or video clip for the reported event was submitted for review.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer experienced repeated 23027 and 41070 errors. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and confirmed errors reported by the right master tool manipulator (mtm) axis 5 gimbal. The tse recommended the customer exercise the right gimbal and power cycle; however, the error persisted and would not recover. Then, the tse suggested that a console from another system could be used, and the customer stated that all the system were in use. The customer informed the tse that the procedure would need to be stopped. It was undetermined whether the case was converted or aborted to another system, but was discontinued robotically by the end of the call. There was no reported injury or harm. Isi followed up with the circulating nurse and obtained the following additional information: the circulating nurse confirmed they did not convert to laparoscopic or open procedure, but rather used another davinci surgeon side console (ssc) to continue the case. It was stated that the ports were placed at the time of the issue and the procedure had been in progress less than an hour prior to the reported incident. The circulating nurse informed the ports remained in place and the patient was under anesthesia for about half an hour while troubleshooting with technical support. It was stated that there was no issue noted during setup and no other issue observed. It was unknown if the system had been inspected prior to use. The surgeon believed the left arm on the console caused the issue. No video or image was available for review. The patient has not had any post-operative complications. The procedure was completed using the second ssc with no reported patient injury or harm.